Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 300cc and experienced a deflation on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020.

Manufacturer narrative:
On august 22, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 15, 2020, mentor completed evaluation of the device. Device evaluation summary: two devices with the same lot number (6493068) were received and analyzed. During visual evaluation of both implants, no apparent damage was observed. Leak testing was performed in both devices in accordance with mentor procedures and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. (I.e., post op device photos, videos, and/or pre-operative scans). In addition, all return kits are now assigned and pre-labeled for each unique case. Please confirm the correct device was returned in the pre-labeled return kit. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).